Event description:
Provider alleged to invacare tbm that one of the brakes on the rollator was rubbing the wrong way. Provider replaced whole rollator for the end user as he did not have a brake replacement and wants the whole unit replaced.